Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report filed, a user facility medwatch report # 030087-2017-0006 was received stating "left femoral arterial access was attempted using perclose but was not successful due to failure of the device (the perclose device broke at the connection between the catheter and the metal part while it was advanced into the body). Device was removed and manual pressure applied for 25 minutes."

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported event appears to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional coronary procedure. Reportedly, resistance was felt during proglide device insertion. The proglide device broke between the proximal and distal guide. The proglide guide break caused the foot to deploy. The device was removed and tissue was observed on the open foot. Manual compression and a femostop device were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.